Event description:
It was reported that the 0.018 wire spontaneously started unwinding itself when it got caught up at the tip of the PICC insertion sheath dilator. Wire was discarded. Clinical history: a PICC line is required for chemotherapy. Multiple myeloma. Findings: an informed consent was obtained for the procedure. Aspetic technique. 5 cc of 1% lignocaine was used for local anaesthethic. A dual lumen left upper limb 5 fr bard power PICC was successfully inserted through the cephalic vein. The tip of the PICC line is at the cavoatrial junction. The 2 lumens of the PICC line were flushing well at the end of the procedure. The patient tolerated the procedure well. The wire was carefully screened as it was removed. There was no intravascular foreign body at the end of the procedure. There were no immediate complications. There is a right internal jugular dialysis catheter in situ with its tip in the lower svc. Median sternotomy wires from a previous CABG are noted. The PICC line is ready for immediate use.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx3564 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an unwound guidewire was confirmed but the cause is unknown. A series of photographs of a damaged guidewire were returned for evaluation. The coil wire was elongated and unraveled with a small length of distal coils near the weld tip intact and tightly wound. The elongation of the coil wire can occur when the inner core wire is either broken or sheared. The exact root cause of the damage could not be determined from the photograph alone. Microscopic examination and dimensional analysis could not be conducted without the physical sample. Possible contributing factors could include the insertion technique, dimensional incompatibility between interfacing devices, or the guidewire being retracted through the needle. The IFU cautions, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿

Event description:
It was reported that the 0.018 wire spontaneously started unwinding itself when it got caught up at the tip of the PICC insertion sheath dilator. Wire was discarded. Clinical history: a PICC line is required for chemotherapy. Multiple myeloma. Findings: an informed consent was obtained for the procedure. Aspetic technique. 5 cc of 1% lignocaine was used for local anaesthethic. A dual lumen left upper limb 5 fr bard power PICC was successfully inserted through the cephalic vein. The tip of the PICC line is at the cavoatrial junction. The 2 lumens of the PICC line were flushing well at the end of the procedure. The patient tolerated the procedure well. The wire was carefully screened as it was removed. There was no intravascular foreign body at the end of the procedure. There were no immediate complications. There is a right internal jugular dialysis catheter in situ with its tip in the lower svc. Median sternotomy wires from a previous CABG are noted. The PICC line is ready for immediate use.